Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Hardware performance may have contributed to this event; however, the primary failure mode could not be determined. The fse performed multiple troubleshooting tasks and replaced multiple hardware components. The fse cleaned, applied new lubricant to the sample transfer assembly, removed and cleaned to include grounding points for both mix station mounts and flow cell #2 mount, replaced mix motor for cell #2 and replaced buffer syringes for both cells which resolved the issue. (B)(4).

Event description:
The customer reported the generation of erroneous na (sodium) results on cell #2 of their au5800 chemistry analyzer. The customer reported 61 results were corrected. There was no report of impact to patient treatment in association with this event.